Event description:
It was reported that during a surgical procedure, the customer experienced a 20008 system error code which could not be overridden. No patient harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system fault experienced by the customer was associated with the patient side manipulator (psm). The system was repaired by replacing the affected psm. The psm was returned to isi for failure analysis investigation. Engineering discovered a broken carriage clamp screw on one of the axes, thus generating the system error experienced by the customer. The system alarm (system generated fault codes) functioned as designed and there was no injury to the patient. The procedure was converted to open surgical techniques to complete the planned procedure. As of september 21, 2006 there have been no reported recurrences of the issue at this hospital.